Event description:
The customer reported the device vent inop; blower stalled. No patient harm reported.

Manufacturer narrative:
The customer returned blower assembly as well as the motor controller and cpu boards were installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 36 hours without any errors occurring. No failure was found.